Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed s233 (over temperature-psc) malfunction alarm code. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s233 (over temperature-psc) malfunction alarm code and it was noted that the fan was not functional.

Manufacturer narrative:
Testing and investigation found that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and the fan was not functional while the battery was charging. During history review, s233 malfunction alarm codes were noted in the device history. The probable cause of the s233 malfunction alarm is due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.